Event description:
Device 2 of 2 reference MFR. Report#: 3006705815-2018-01539 follow-up information revealed the patient also had a fall. The patient underwent surgical intervention wherein the leads were explanted and replaced. It was also noted the patient's ipg was electively removed and replaced with a different model during the procedure. Effective therapy was restored.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2018-01539. It was reported the patient is experiencing uncomfortable stimulation from the scs system. Diagnostic testing revealed high impedance values on multiple lead contacts. Reprogramming was unable to resolve the issue. As such, the patient may undergo surgical intervention to address the issue.